Manufacturer narrative:
Internal report # (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer initially reported complaint for e-3 error. While troubleshooting the e-3 error, a blood test was performed by the customer fasting and produced test result of 79 mg/dl using the meter. Customer stated that the result was too low. The customer's expected fasting blood glucose test result range is 120 - 135 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer fasting and produced test results of 88 mg/dl and 89 mg/dl using meter. The product is stored according to specification in the dining room. The test strip lot manufacturer's expiration date is 08/31/2020 and open vial date is 07/05/2019. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(Manufacturer narrative: t, corrected data: f) internal report#: (B)(4). Meter and test strips were returned for evaluation. No defect was detected. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern, able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer initially reported complaint for e-3 error. While troubleshooting the e-3 error, a blood test was performed by the customer fasting and produced test result of 79 mg/dl using the meter. Customer stated that the result was too low. The customer's expected fasting blood glucose test result range is 120 - 135 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer fasting and produced test results of 88 mg/dl and 89 mg/dl using meter. The product is stored according to specification in the dining room. The test strip lot manufacturer's expiration date is 08/31/2020 and open vial date is 07/05/2019. The meter memory was reviewed for previous test result history: result 1: 79mg/dl, date: on (B)(6) 2019, time: 12:44pm fasting, result 2: 134mg/dl, date: on (B)(6) 2019, time: 12:00pm fasting, result 3: 128mg/dl, date: on (B)(6) 2019, time: 7:13pm fasting, result 4: 125mg/dl, date: on (B)(6) 2019, time: 7:06pm fasting, result 5: 123mg/dl, date: on (B)(6) 2019, time: 6:39pm fasting.